Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with oversensing that inhibited pacing in the right ventricle. The right ventricular lead was capped and replaced and the implantable cardioverter defibrillator was replaced for an unspecified issue on the header.

Manufacturer narrative:
The reported event of oversensing could not be confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event remains undetermined.